Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient has a "history of peritonitis infections". The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with vancomycin for the event. Action with pd therapy and patient outcomes were not reported. No additional information is available.